Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer's mother called to report that the customer was hospitalized for high blood glucose and the reading was over 600 mg/dl. The customer also had a low white blood cell count. The mother stated that the school nurse had called her the day prior to the hospitalization stating that the customer complained o stomach pain and his temperature was dropping when he was checked for a fever. Troubleshooting was performed and the insulin pump passed the prime and displacement tests. The insulin pump alarmed motor error during the high pressure test. In addition, the mother stated that the insulin pump has never alarmed no delivery when the customer has experienced high blood glucose levels.